Manufacturer narrative:
Correction information b4: date of this report. B5. Refer to h11. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information d4: d4: primary unique device identifier (UDI) d9: is this device available for evaluation? Yes f9: age of device h11: evaluation summary. Evaluation summary the event that occurred is a balloon defect. At the beginning of the examination, after inserting the balloon attached to the end of the endoscope, the physician noticed a leak in the balloon during inflation. When the endoscope was removed, only a portion of the balloon remained attached to the endoscope. An exploration was carried out, without success, to find the missing part. Reported to ansm in (B)(6) 2025, report no. (B)(4). The patient had no clinical impact. The defect balloon will be sent to japan for investigation. Based on the investigation, a potential root cause of this failure is the formation of a thin film portion during the balloon manufacturing process (rubber molding process). When the balloon was inflated, the expansion load was concentrated on the thin film portion, causing the balloon shape to become malformed, eventually leading to rupture. Further investigation into the cause will be conducted with the OEM manufacturer. Based on the trend analysis, there was no unusual increase and no new actions were required. No abnormalities in the balloon were confirmed during pre-use inspection, no similar events from the same lot were reported, and no patient harm occurred. Therefore, no immediate action was required. The risk assessment was updated in (B)(6) 2025, and it was confirmed that the estimated risk level was not exceeded. Therefore, no additional actions were required. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the instrument was manufactured under normal conditions on (B)(6) 2023, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2023. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
Refer to h11.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 1562 material separation. Component code: 419 balloon. Additional information: pentax medical emea region performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 07-jun-2025. According to the customer, no abnormalities were reported during the preparation of the procedure, and no issues were observed with other balloons. Since no issues were reported when using other balloons, damage to the distal end of the endoscope is considered unlikely. The ultrasound endoscope used during the event was eb19-j10u, serial number (B)(6). The ruptured balloon is expected to be sent by the customer via postal service to pentax france. However, as of now, the fragment has not been located. According to the customer, there are currently no unused balloons of the same lot available at the facility. According to the customer, there have been no clinical effects observed in the patient at this time. This event has also been reported to the ansm under the reporting number (B)(4). Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 26-may-2025, pentax medical became aware of an event involving a model oe-a61, lot number 1011063 ultrasonic endoscope balloon in france (B)(6). The physician attached a balloon to the distal end of the ultrasound endoscope and inserted it into the patient's body to begin the procedure. During inflation of the balloon, leakage from the balloon was observed. Upon removal of the ultrasound endoscope, only part of the balloon remained attached to the endoscope. The facility conducted an additional bronchoscopy to search for the remaining fragments of the balloon; however, the fragments could not be located. This case has been reported to ansm. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.